Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) went from elective replacement indicator (eri) to end of life (eol) more quickly than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) went from elective replacement indicator (eri) to end of life (eol) more quickly than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.